Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Close door alarms were confirmed and were determined to be caused by loose link screws. The loose link screws were replaced.